Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was an informational power on reset (por) message on the ins recharger (insr) when the patient was trying to charge the ins. It was noted that the patient had recently had a bone density scan and an x-ray the previous monday. The patient was able to clear the por through troubleshooting. No symptoms or complications were reported.